Event description:
A single discordant result for red blood cells (rbc) and hemoglobin (hgb) were obtained on an advia 2120 instrument. Initial result was in normal range. Later the same sample was run at a sister site and low results were obtained. There are no known reports of patient intervention or adverse health consequences because of the discordant rbc and hgb results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The customer did not have any other discordant results since the single sample event. The fse analyzed the instrument and data. The result was marked as correct without sample identification and with mean cellular volume (mcv) 84.3. The other result was generated from the laboratory information system, did not have sample identification and had mcv 80.7. The cause of the single discordant result is unknown. The fse proactively replaced a hydrophobic filter, valve 23 and the sample syringe. The instrument is performing within specifications. Further evaluation of the device is not required.